Event description:
Physician was using the laser when the fiber snapped out and burned a small hole in the drape. The team opened a new one and the same thing happened immediately. The team then opened a third fiber with a different lot number and it worked fine. After the procedure, the team assessed the two burn holes on the drape and checked the patient for any marks. The physician and the rn in the room both confirmed there were no marks on the patient. Reference report: mw5167176.